Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a clave neutral connector where it was reported that c3300 was connected on 3-way which put on a-line. After drawing blood with syringe, the blood stayed between the silicone and the housing and they could not flush clear with normal saline. The also mentioned that there was no defects on the product and therapy resumed without any further issues after replacing with a new one. Only one (1) sample was reported to be affected. There was patient involvement, but no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
Received one (1) used list# 011-c3300, microclave® connector for inspection. As received, residual blood was observed inside the housing of the clave. No other damages or anomalies noted. No mating devices were returned. The sample was primed, and there were no restrictions in flow. The set was leak tested, and no leaks were observed. The clave was disassembled, and no damage or anomalies were observed. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample and mating device, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.